Event description:
Remediation-physician evaluation: during the treatment of a large mca aneurysm, a minor vasospasm was noted while advancing the neuron catheter to the high petrous. The spasming was resolved by backing out the neuron from its relatively high position. The procedure was then completed successfully without further incident.

Manufacturer narrative:
Conclusion: as per FDA feedback of 28 august 2009, these sorts of events must be reported. There was no device malfunction.